Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cycler. The pt's husband stated the tubing was well and the floor was wet as well. The pt's husband stated he did not see any holes in the cassette tubing or the supply bag. The pt was able to complete treatment and her effluent remained clear. No medical intervention was required. Actual sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.